Manufacturer narrative:
Tandem technical support reviewed the pump t:connect data and abnormal battery values were found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's battery reading was jumping 20 to 40 percent without being plugged in. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not received.